Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/04/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent ventral hernia repair on an unknown date and barbed suture was used. During the procedure, the suture split down the center. A like device was used to complete the procedure. There were no adverse patient consequences reported.